Event description:
It was reported from a cord blood processing center that a cord blood unit was processed as usual without incident until, while on an orbital mixer, the technician noted that the unit had a hole around the coupler site in the 150 ml transfer bag component of the device, resulting in a leak. The cord blood was transferred to a new transfer bag an re- centrifuged. The original volume was 31 ml, after transfer the final frozen volume was 16.3 ml. The cord blood was then processed without further incident, and placed in frozen storage.

Manufacturer narrative:
Device evaluation begun, but not yet completed.